Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got wet and insulin pump 's screen went dead. Troubleshooting was done for cosmetic damage. The customer mentioned that there was a crack at the side of the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to perform displacement test due to blank display. Device received with cracked case(battery tube) and missing serial number label.